Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. The pd therapy was ongoing up until the time of death, but it was not reported if pd therapy was being done at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number was unknown; therefore, an evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.